Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device unknown. No information has been provided to date.

Event description:
It was reported that the patient had an ongoing issue with multiple pumps alarming no disposable with each infusion. Patient had to discard 3 cassettes. No patient injury was reported.